Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm during manual prime. The customer's blood glucose level was 218 mg/dl. During troubleshooting, the customer was able to clear the alarm by a reservoir change. It was also reported that the customer liked to keep reservoirs filled with insulin in the refrigerator; the customer was advised not to do so. The customer's reservoirs were replaced and returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.